Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer was trying to fill the tubing and had to press the act button ten or fifteen times. The insulin pump would not start the new reservoir. He dropped his insulin pump once. His blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.